Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina, ischemia, and myocardial infarction are known adverse events listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2011, due to acute coronary syndrome, the patient underwent the index procedure with deployment of two des stents, one to the proximal left anterior descending artery (lad) and one to the second obtuse marginal. Post-procedure residual stenosis and timi flow was not reported at the time of this report. On (B)(6) 2011, the patient was discharged from the index procedure hospitalization. On (B)(6) 2011, the patient returned for a planned staged procedure to his lad. The treatment to the mid lad lesion proved very difficult. Multiple runs with a rotablator were required and following this, it proved very difficult to pass stents. It was very difficult to deliver the stent initially with loss of the first stent; however, a second stent deployed with good result. Using a variety of techniques including a buddy wire, anchor balloon and mother and child guide catheter, the mid lad was stented with a number of des stents. Some slow flow was experienced during the procedure and there was a mild peri-procedural enzyme elevation (ck 300, hstnt 430). The patient was commenced on reopro bolus and infusion and his nitroglycerin infusion was increased to 2.4 mls per hour due to continued chest pain. The patient returned to the cardiac catheterization laboratory later the same day due to inferior st segment depression reported as a non-st segment myocardial infarction (nstemi; reported as a separate sae) and ongoing chest pain.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Left main stem (lms) was normal. Lad stents were found to be patent with timi 3 flow. Proximal left circumflex (cx) showed mild haziness with good flow in the lcx. The patient was pain free following his second (B)(6) 2011, angiogram. The nstemi is recorded as resolving on (B)(6) 2011. On (B)(6) 2011, the patient was discharged from the hospital. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent delivery system was discarded. A follow-up will be submitted with all relevant information. The four other promus stents will each be filed under separate MFR numbers.